Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was oversensing noise. The rv lead was then removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood or tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.